Event description:
The (B)(6) male patient in the (B)(4) registry had a type iii endoleak (hole/tear in graft) at the conclusion of the deployment procedure on (B)(6) 2015. The patient was being treated for an aortic aneurysm with a maximum aortic aneurysm diameter of 56mm. The proximal neck had a parallel shape with partial plaque/thrombus. The iliac arteries had mild tortuosity, mild calcification, and mild occlusive disease bilaterally. The patient received a cook main flex body device, and each side received an iliac leg graft and a leg extension graft. There was no difficulty deploying any of the components. A molding balloon was used but no details were provided regarding its use. No additional devices were placed and no additional procedures were performed. At the conclusion of the procedure, the devices were patient with no external compression, flow-limiting kinks, or thrombus. A type iii endoleak (hole/tear in graft) was noted. No additional information has been provided.

Manufacturer narrative:
During investigation, a review of complaint history, device history, information for use (IFU) , quality control (qc), specifications and trends was conducted. Based on the information provided, a pt was treated (B)(6) 2015 as a part of the (B)(6) registry ((B)(6)). The pt had a max aneurysm diameter of 56mm, proximal neck had a parallel shape with partial plaque/thrombus and iliac arteries had mild tortuosity, mild calcification, and mild occlusive disease bilaterally. The case was performed according to IFU with the exception of the top cap deployment. In this case the top cap was released and deployed prior to contralateral gate cannulation. The main body was placed just below the lowest renal artery. The contralateral limb landed within the left common iliac. The ipsilateral limb landed within the right common. All seal zones and overlaps were ballooned using a 32mm coda balloon. Upon final run an endoleak was noticed. He did retrograde injections on both limbs separately to see if the leak was from a type 2 but could not confirm. The surgeon then performed an oblique view and did another run. He visualized a leak from what he thought was a type 3 from the contralateral limb. Upon review of the CT he noticed there was some calcium at the aortic bifurcation. Another iliac leg graft was placed across the area of concern and re ballooned at the proximal and distal sealing areas. Another angio was performed which still showed an endoleak. Multiple views were performed including shooting runs with a balloon in each limb. The surgeon still felt there was a type 3 leak from above the flow divider of the contralateral limb. It was decided by the surgeon and one of his partners that they would extend the flow divider more proximally within the graft by placing iliac leg grafts in each limb and matching thema t the top just below the first sealing stent. Both limbs were simultaneously ballooned using 12mm kissing balloons. A final run was performed again to which the surgeon felt the leak was gone. There was no difficulty deploying any of the components. A molding balloon was used but no details were provided regarding its use. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. The product was not returned and imaging was not provided of the case. The manufacturing records of the complaint device and the other devices implanted with the complaint device were reviewed and none of the devices listed with their lot numbers had any instances of rework or nonconformance. The IFU provides information on endoleaks, instructions for use, contraindications, warnings and precautions regarding use of this device. Detection activities have been conducted; the reason for this failure cannot be determined. The manufacturing record showed that the devices used did not have any issues. No pt status or further information was provided post op. It is possible that angioplasty near the calcified area could have caused a type 3 endoleak. Substantial effort was required to move the flow divider proximal to the native flow divider of the main body. Without CT imaging pre and post each implant, it is difficult to ascertain the root cause of the endoleak. We will continue our monitoring of similar complaints and have notified the appropriate internal personnel of this event.

Manufacturer narrative:
(B)(4). Event is still under investigation.